Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for low blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 177 mg/dl. Customer stated they became unresponsive and was convulsing, resulting in their hospitalization. It was found the customer had over corrected for their blood glucose because their glucometer had inaccurate readings. Troubleshooting found the customer was correctly priming their insulin pump. Customer was advised to monitor their insulin pump. No additional information provided.